Event description:
The customer contracted philips to order a replacement ac power module. There was no replacement ac power module. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.